Event description:
Reportedly, two nurses fell forward while wearing shoe covers. One nurse rec'd a sore knee, no medical treatment was required. The other nurse broke her jaw, nose and some teeth. The second nurse required to have her jaw wired and some dental surgery.